Manufacturer narrative:
(B)(4). The customer reported a failure to discharge during a patient event. There was no negative patient impact reported. The device was evaluated by a philips fse. The symptom was not duplicated. The event strips were not available for review. The device passed all testing and was returned to service. There is no request for a response by the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated the cause cannot be determine.

Event description:
The customer reported a failure to discharge during a patient event. There was no negative patient impact reported.